Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was unable to be verified as the evaluator inadvertently did not address the reported symptom of "intermittent audio issues". The device is no longer in its as received condition and the opportunity to evaluate for the reported symptom is lost, however rear case replacement will mitigate any issues with the speaker. The device will pass all testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced intermittent audio issues. There was no known patient injury or medical intervention associated with this event. No additional information is available.